Event description:
In 2009, the patient reported that starting about 2 weeks ago she began getting "blockage" on her competitor insulin infusion device which resulted in elevated blood glucose readings of 250-260 mg/dl. Symptoms are dry mouth and she bolused insulin to correct her readings. She said her infusion headset would only last 1 day before she would have to change it. She said the insulin primes through the tubing but when she connects to the pigtail, she gets a blockage error. She stated that yesterday the needle in the connector was bent. She also got air in the tubing which she primed out. She said she switched to a competitor infusion set and her blood glucose has decreased. She discarded the infusion set at issue. During troubleshooting, she stated she changes her headset every 3 days. She was advised to change it every 24-48 hours. She said she uses her stomach for her infusion site locations. Courtesy infusion sets were sent to the patient. On follow up with the patient at about 5 days later, the patient stated she received the new infusion sets and her blood glucose readings have returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.